Event description:
Pt was demented, had rt triple lumen subclavian in place, pt. Continually disimpacting self and rubbing feces on lines. Feces appeared in air eliminating filter. IV 0.45 ns at 75 cc/hr running continuously for uti. Gentamycin 80 mg & fortaz 1 gm of 8 hrs intermittently. Unsure of lot#.